Event description:
It was reported that heart block occurred. Prior to the procedure, the patient was noted to have right bundle branch block. Vascular access was obtained via a right transfemoral approach. A lotus introducer sheath was placed. The aortic valve was treated with the implant of a 27mm lotus edge valve. Following lotus edge valve implant, heart block was noted. A permanent pacemaker was implanted. No patient complications were reported.